Manufacturer narrative:
An event of device deformity could not be confirmed. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from the field indicated that the correct size delivery sheath was used and that there was no any anatomical interference, or any angulation or kink in the delivery system upon deployment. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the 8f delivery sheath was used and that there was no any anatomical interference, or any angulation or kink in the delivery system upon deployment. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.h6: codes 4755, 4114, 3221 and 4315 were removed. Investigation summary was corrected and updated, as the device was returned.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer pfo was selected for an implant using a 8f amplatzer torqvue delivery system. During the procedure, there was an issue of shape retention during implant; the device deformed during implant. Device was removed from the patient prior to release from the delivery cable. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. No device was ultimately implanted. The patient was reported to be in stable condition.